Event description:
Information was received from a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. It was reported that when the manufacturer's patient services specialist (pss) inquired about the patient's pump healthcare provider (hcp) on the call, the patient provided their hcp's name and stated "I had a car accident in (B)(6). She kept putting one on my side but it kept falling over. So, she said was going to put it on towards the side to my back. I have a compound fracture on my foot so I have to lay flat. Right now, the pump is in my back and it caused me to have scoliosis so severely that I have to go get rods put in to straighten my spine out." Then the patient stated "it's because she put the 2-month pump in instead of the 1-month pump like before I had on my side. So now I walk with one leg bent - I'm going through a lot right now." The patient stated they used to have 'pain meds' in the pump. Due to nature of the call, pss did not inquire specific pump drug, event date, involved pump(s), or further inquire event date.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.